Manufacturer narrative:
It was reported that the patient experienced skin irritation due to a hot sensor. The mcot sensor was not returned for device evaluation. Engineering evaluation was unable to be performed as the sensor was not returned. No images have been provided by the patient to corroborate the allegation.

Event description:
It was reported on (B)(6) 2024, a one year old patient was burned by the mcot sensor - 3.0 and caused a skin irritation. The patient's mother turne powered off teh device and removed it from the patient. A replacement kit was ordered and flex adapter with cloth electrodes were offered. The patient was taking a break in service for a few days to let the skin heal. Additional information was requested however could not be obtained.